Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of morbid obesity, deep venous thrombosis and very highly suspected pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. The right femoral vein was accessed without difficulty and an inferior vena cavogram was performed which demonstrated the cava to be of normal diameter without filling defects. The filter was advanced and after confirming proper position, was deployed below the renal veins. The introduction system was removed and hemostasis was achieved. The patient tolerated the procedure well and was transferred in stable condition. Approximately five years seven months post filter deployment, the patient presented with complaints of dyspnea on exertion and pleuritic chest pain. CT angiogram demonstrated bilateral pulmonary emboli and the patient was admitted for further management. The patient was started on IV heparin and coumadin and eventually the inr became therapeutic. Approximately five days post hospital admission, the patient was discharged home. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately five years seven months post filter deployment, CT angiogram demonstrated bilateral pulmonary emboli. Therefore, it can be confirmed that the patient had pe after filter implantation. However, the investigation is inconclusive as the origin of the pe is unknown and the relationship to the filter has not been established in the provided medical records. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of morbid obesity, deep venous thrombosis and very highly suspected pulmonary embolism had a vena cava filter deployed below the renal veins. Approximately five years seven months post filter deployment, the patient presented to the hospital with complaints of dyspnea on exertion and pleuritic chest pain. CT angiogram demonstrated bilateral pulmonary emboli and the patient was admitted for treatment. Approximately five days post admission, the patient was discharged home. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years seven months post filter deployment, CT angiogram demonstrated bilateral pulmonary emboli. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with history of morbid obesity, deep venous thrombosis and very highly suspected pulmonary embolism had a vena cava filter deployed below the renal veins. Approximately five years seven months post filter deployment, the patient presented to the hospital with complaints of dyspnea on exertion and pleuritic chest pain. Computed tomography angiogram demonstrated bilateral pulmonary emboli and the patient was admitted for treatment. Approximately five days post admission, the patient was discharged home. The current status of the patient is unknown.